Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported he received a suspected false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (sn (B)(4) , lot 19283f, reader (B)(4)). Customer performed two retests with the cue reader on (B)(6) 2022 and obtained two negative results. Customer also performed a retest with the cue reader on (B)(6) 2022 and obtained an additional negative result. Customer has no symptoms and low exposure to covid-19 as he has been quarantining with limited contact with friends outside. Customer is vaccinated and received his last pfizer booster on (B)(6) 2021. Cartridges stored per recommendations.